Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had an alert in latitude system related to this right ventricular (rv) lead exhibiting high out of range pacing impedance measurements. As a result a lead safety switch (lss) occurred which resulted in the pacemaker revision and rv lead surgically abandoned. No additional adverse patient effects were reported. The system is no available for return.